Event description:
It was reported that the 6800 system was slow to boot up and there were broken screws in the image intensifier hub. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The single board computer and the image intensifier screws were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.